Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced skin irritation due to device almost eroding. The icm was explanted to allow the skin to heal. No further patient complications have been reported as a result of this event.